Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that they experienced high and low blood glucose. The customer's blood glucose value was 550 mg/dl at the time of the incident; which later lowered to 42 mg/dl. They were assisted with troubleshooting. The customer reported an infection associated at the infusion set insertion site. The device will not be returned for analysis.